Event description:
It was reported that the right ventricular (rv) lead had high and low impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation and the overlay tubing of the lead developed a breach due to being ruptured while in vivo. If information is provided in the future, a supplemental report will be issued.